Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The unintended system motion and the entrapment are related the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the posterior cuff and needle appear to have snagged going through the knot causing a separation of the posterior needle from the posterior cuff. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, no proper knot was formed and the physician had to cut the suture to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.